Event description:
Pt reported experiencing longer duration seizures. The pt denied any increase in amount of seizures, but stated that the seizures used to be staring spells. Currently, pt reports that the severity of the seizures increased to the extent of waking up in the ambulance due to some of the seizures. At the moment, the relationship of longer duration seizures as well as change in seizure pattern to vns therapy is unk as good faith attempts to obtain additional info from the treating neurologist have been unsuccessful to date.